Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it only had a year and a half of remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, confirming that the power consumption of this device has been increasing and is expected to continue to increase. Technical services (ts) recommended a safe replacement window of 90 days. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that the patient was checked and the device has not reached the elective replacement indicator (eri) yet. Since the patient is not pacemaker dependent, the physician has decided to schedule a follow up for the upcoming weeks to recheck the battery status. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it only had a year and a half of remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, confirming that the power consumption of this device has been increasing and is expected to continue to increase. Technical services (ts) recommended a safe replacement window of 90 days. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that the patient was checked, and the device has not reached the elective replacement indicator (eri) yet. Since the patient is not pacemaker dependent, the physician has decided to schedule a follow up for the upcoming weeks to recheck the battery status. No adverse patient effects were reported. The device remains in service. Additional information was received. The device was explanted and replaced. No additional adverse patient effects were reported. The product was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
The complaint device was not returned by the customer as it remains in service; therefore, no product analysis could be performed. The complaint investigation conclusion code is "no problem detected."

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it only had a year and a half of remaining capacity. The sales representative contacted technical services (ts) for a battery evaluation but at this moment, there is no evidence that suggests data analysis has been performed. No adverse patient effects were reported. The device remains in service. Additional information was received indicating the sales representative sent data to technical services (ts) to be analyzed. The results show the power consumption of this device has been steadily increasing, and is expected to continue to increase. A safe replacement window of 90 days was recommended. The device remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it only had a year and a half of remaining capacity. The sales representative contacted technical services (ts) for a battery evaluation but at this moment, there is no evidence that suggests data analysis has been performed. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it only had a year and a half of remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, confirming that the power consumption of this device has been increasing and is expected to continue to increase. Technical services (ts) recommended a safe replacement window of 90 days. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that the patient was checked, and the device has not reached the elective replacement indicator (eri) yet. Since the patient is not pacemaker dependent, the physician has decided to schedule a follow up for the upcoming weeks to recheck the battery status. No adverse patient effects were reported. The device remains in service. Additional information was received. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.